Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device had all three icons (charge-pak, attention and service wrench) in the readiness display and would not remain powered on to charge and shock defibrillation energy. From the downloaded device data it was observed that there had been many user power cycles, as if something had been pressing on the power button with the device lid closed. This caused the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger to deplete. The device had accumulated 4.19 life time hours of on time. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the charge-pak, service wrench and attention icons in the readiness display. During device evaluation, a third-party service agent observed that the device would not always power on. From the downloaded device data, it was observed that the internal hybrid layer capacitor (hlc) batteries were depleted and that the device had logged an event code into its memory. There was no patient use associated with the reported event.